Event description:
It has been reported to philips that x-ray was not possible during a procedure. The procedure was stopped. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
It was identified that this is a duplicate complaint from an already reported complaint. The investigation will be addressed in MFR report number 3003768277-2022-00964. This complaint will be closed as duplicate.